Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of broken grip cable to be related to the customer reported complaint. The fenestrated bipolar forceps instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. As a result, non-intuitive motion can be observed at the distal end. The root cause of the broken instrument grip cables at distal is attributed to a component failure. Additional observations not reported by the site were also identified: the fenestrated bipolar forceps instrument was found to have a broken conductor wire at the distal end. The broken conductor wire was held together by the conductor wire insulation. The instrument failed the electrical continuity test. The root cause of this failure is attributed to a component failure. The fenestrated bipolar forceps instrument was found to have damage of the conductor wire¿s insulation. As a result, the internal wires are exposed. The root cause of this failure is attributed a component failure. The instrument was found to have a thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips. The root cause of this failure is attributed to mishandling/misuse. The instrument was found to have various scratch marks on the main tube. The scratch marks were 0.108¿ - 0.250¿ in length and were not aligned with the tube axis. The root cause of the scratch marks /abrasions on the instrument main tube is typically attributed to mishandling/misuse. No image or video was available for review. A review of the instrument logs for the fenestrated bipolar forceps (part number 471205-17/ lot number k11-2108300235) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps instrument was last used in a procedure on (B)(6)2022 via system sk4328. The alleged instrument had 5 uses remaining after this last usage. This complaint is reportable malfunction event based on the fa finding: the fenestrated bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the fenestrated bipolar forceps instrument had a torn thread. The instrument was not able to perform endowrist function properly. The procedure was completed with no patient injury. The fenestrated bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Follow-up was performed to request additional information related to the event, but no further details were provided.